Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) for evaluation. The arrow raulerson syringe (ars) was not returned. Visual examination of the swg revealed the swg contained a bend on the distal end, and there were signs of use in the form of biological material. The j-bend tip appeared undamaged and both welds were intact, full, and spherical. Visual examination of the ars could not be performed as it was not returned. The bend in the swg was located approximately 15-45 mm, from the distal weld. The length and outer diameter of the spring-wire guide were measured and found to be within specification. The returned swg was able to advance through a lab inventory ars with minimal resistance. Functional inspection could not be performed on the ars as the ars was not returned for evaluation. A manual tug test was performed and both welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent on the distal end. The returned guide wire met all relevant dimensional/functional requirements and a device history record review did not identify any manufacturing related issues. However, the ars was not returned for evaluation. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that at insertion of swg (spring wire guide) through ars (syringe), the user felt a resistance and was unable to advance the swg. The swg was replaced without incident.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at insertion of swg (spring wire guide) through ars (syringe), the user felt a resistance and was unable to advance the swg. The swg was replaced without incident.